Event description:
It was reported that during a "tram" transverse rectus abdominis myocutaneous flap breast reconstruction procedure, the mca clip applier was used on a vessel. One clip applier was attempted to fire on a vein during the procedure and would not fire. Opened a second clip applier and fired a clip on a vein and the vessel was severed. The clip was deployed and bleeding occurred after firing. The surgeon needed to open another clip applier and ligate vessel. The operation was able to continue without adverse effect to patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood loss? Was a transfusion required? 'Please clarify the formation of the clip as it cut the vessel? Was the clip formed properly and cut the vessel? Or was the clip scissored and cut the vessel? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happened prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon?